Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® flu+ syringes 23g the scale markings were misaligned. The following information was provided by the initial reporter: graduations printed crookedly on the barrel of syringe.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 305832 and lot number 2007403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the scale markings were lopsided. The scale marking is printed onto the syringe through a roller system which transferred ink to the barrel component. In this case, an unexpected malfunction occurred during the scale printing system, resulting in the defective markings. H3 other text : see h10.

Event description:
It was reported while using bd® flu+ syringes 23g the scale markings were misaligned. The following information was provided by the initial reporter: graduations printed crookedly on the barrel of syringe.